Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - clinical code, medical device problem code) the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had an initial left total knee arthroplasty on (B)(6) 2019 and then approximately 1 year, 3 months later, on (B)(6) 2021, the patient experienced a revision surgery. Revision operative report of (B)(6) 2021 for left knee mechanical failure of total knee arthroplasty prosthesis, catastrophic early polyethylene wear with instability and malalignment. All components were revised. The patient had experienced severe left knee joint effusions that recurred, his left knee felt increasingly unstable. The patient was found to have valgus malalignment, instability and recurrent joint effusions concerning for accelerated polyethylene wear. The synovium was noted to be granulomatous and friable, there was no intraoperative purulence. Granulomatous synovium was debrided. The patella was subluxed laterally. The femur and tibial components were well fixed. Polyethylene changes noted: ps post, extensive backside wear with obvious engagement of the post with the femoral cam, the plateau surfaces of the poly liner showed extensive pitting wear, the posterior lips of the liner showed delamination and catastrophic wear patterns both medically and laterally. Dressings and compressive wrap applied, the patient tolerated the procedure well, was awakened and transferred to recovery room in stable condition. There were no complications, neurovascular exam was intact. Hospital care: admitted (B)(6) 2021, discharged (B)(6) 2021. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. No other information is available. Pending investigation.